Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the night rn spiked a new bag of midazolam (versed) at 0630 to administer for sedation of an intubated patient. The medication was programmed with a titratable range of 1mg to 8 mg. At 0730, a new bag of versed was hung as the previous bag was found empty. At 0930, the bag was noticed to be empty again. The clinician went into the patient's room, found that the tubing was disconnected from fentanyl drip, and there was a puddle of fluid on the ground. The tubings were discarded and a malfunction tag was placed on the pump. It was noted that versed was programmed to infuse at 3mg/hr., however, the device never beeped. The clinician took a new bag of versed and was set-up with a new tubing and a different pump. The infusion has been fine since everything was changed. There were also two coiled tubings attached to the patient as the pumps were outside the room. It was believed that the pump malfunction but the clinician does not think that the patient received an extra dose of versed as the patient's blood pressure did not lower. The patient was fully awake, coughing and opening his eyes. There was no patient impact.